Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient was scheduled for surgery to address the dislodged atrial lead. The integrity of the atrial lead was tested. The lead was extracted and replaced. The patient did not experience any adverse events during this procedure.